Event description:
It was reported that during use on a patient, the printer for the cardiosave intra-aortic balloon pump (iabp) would not work. It was noted that "white foamy stuff" was coming out of several places in the iabp hospital cart, including by the batteries and where the cords are connected. The iabp unit was taken to the customer's biomed. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The customer's biomedical engineer has reported that the iabp unit involved was never delivered to the biomed department. The iabp unit was never taken out of service.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10

Event description:
It was reported that during use on a patient, the printer for the cardiosave intra-aortic balloon pump (iabp) would not work. It was noted that "white foamy stuff" was coming out of several places in the iabp hospital cart, including by the batteries and where the cords are connected. The iabp unit was taken to the customer's biomed. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A supplemental report will be submitted if additional information is provided. The full name is (B)(6).

Event description:
It was reported that during use on a patient, the printer for the cardiosave intra-aortic balloon pump (iabp) would not work. It was noted that "white foamy stuff" was coming out of several places in the iabp hospital cart, including by the batteries, and where the cords are connected. The iabp unit was taken to the customer's biomed. There was no patient harm and no adverse event was reported.